Manufacturer narrative:
The customer indicated the use of an unspecified iol. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and monarch product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during the implant of an intraocular lens (iol), the coating of the inside of the cartridge got stuck to the lens and needed to be removed from the eye. This happened twice to this surgeon. There was no lens damage nor any patient injury. Additional information was requested.